Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and audio or vibrate anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump gave alarm tone and no delivery alarms. Customer's blood glucose level was unknown at the time of incident. Customer also reports that the drive support cap appears normal. Troubleshooting was done for cosmetic damage. The insulin pump will be returned for analysis.